Event description:
It was reported by the rep that the (2) er420 were used during a laparoscopic donor nephrectomy procedure. It was reported by the surgeon that the pt had to be re-operated on after the initial surgery. The clips were placed properly but came off the renal artery. The pt is in the intensive care unit.